Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead mentioned having a broken lead and had punctured heart. This rv lead was explanted. No additional adverse patient effects were reported.